Event description:
It was initially reported that he patient had a seizures following vns implant. The patient was then to remain hospitalized in the ICU for observation. The patient discharged themselves against medical advice early. The seizure was reported to be severe and was unlikely related to therapy but was possible related to implant.